Manufacturer narrative:
Novocure medical opinion is that a contribution of device use to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.

Event description:
A 56-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient reported experiencing recurrent headaches over the last four weeks. During the night of (B)(6) 2024. The patient reportedly removed the arrays due to excessive pain and consulted their healthcare provider (hcp), who prescribed unspecified analgesics. It was also reported that the patient was undergoing chemotherapy at the time of the event. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
On december 13, 2024, novocure received updated information indicating that the patient continued to experience headaches. The patient's spouse reported that even minimal pressure from the transducer arrays exacerbated the patient's symptoms. As a result, optune gio therapy was temporarily discontinued on (B)(6) 2024. Additionally, tumor progression was identified, and the patient has been scheduled for surgical resection on (B)(6) 2024. It was also noted that the patient continued to experience headaches during periods without optune gio therapy.